Manufacturer narrative:
E1: correction. H3: the device history record of reported lot number 6115505 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach cuff did not stay inflated. Per reporter, air was put into the cuff but after a few minutes it was completely deflated. It is unclear if the product was failing instructions-for-use testing. There was unknown patient involvement. No patient harm/adverse event was reported.